Manufacturer narrative:
Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following pump was reported; however, it is unknown which pump was involved in the reported event: serial # (B)(4) catalog # 1104 exp.date: 08/31/2016 mfg. Date: 08/01/2014. (B)(4). Device is not available for return

Event description:
It was reported that the patient had an ongoing issue with ongoing anemia requiring almost daily blood transfusions, which resulted in long extended periods off anticoagulation periods. The patient has confirmed von willibrand disease. The patient began having issues as of (B)(6) 2016 when there was a loss of pulsatility of both lvad and rvad, with a decrease in blood pressure and an increased inotrope requirement. Tee revealed a tamponade. The sternotomy was redone and a large pericardial thrombus was evacuated. On (B)(6) 2016 the patient had continues gi bleeding and clots were aspirated from the patient nasogastric tube. Gastroscope did not identify a source of bleeding. The patient was returned to the operating room on (B)(6) 2016 for the removal of pericardial collection and compression of the right atrium. The patient was subsequently returned to the or on (B)(6) 2016 for a right mini thoracotomy and evacuation of right pleural effusion. The patient had continued gi bleeding and another gastroscope was done and it was noted that the patient had a dieulafoy lesion that was treated with two resolution clips. The patient's condition to deteriorate as organs began to fail. It was determined to remove treatments and patient expired on (B)(6) 2016 with a cause of death of multi-organ failure. No additional information provided.